Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal and proximal portion of the lead was return, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Analyst comments noted that the distal portion was stretched and in bad condition due to explant damage. (B)(4).

Event description:
It was reported that the patient's system (device, atrial lead, and right ventricular (rv) lead) was extracted due to patient complaints of pain. A new system was implanted on the patient's right side. No further patient complications have been reported as a result of this event.